Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported that their device was intermittently completing its boot up cycle and would show a solid white display. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center and the cause of the reported issue was determined to be a thermally sensitive integrated circuit chip, designator u2 from the user interface pcb assembly.